Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling due to a fluid loss; however, its source was not detailed. A surgical procedure was performed to remove the cylinders and the pump and implant a new ipp. There were no patient complications reported.